Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had been hooked up to the patient for three to five minutes, and then displayed a red battery error and shut down. The epg could not be turned back on, so the technician took the unit back to the office and removed the battery door and re-installed it. The unit turned back on and ran fine after that. The technician was unable to duplicate the problem after re-testing. The unit was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : could not confirm customer comment that external pulse generator (epg) shut down and displayed a red battery error. Output connector assembly is broken. Upper case and keypad are dented. Lower case is broken and damaged. Battery wires are pinched, wire insulation not compromised. Main world label is damaged. Display wires are pinched, wire insulation not compromised. One output connector nut is damaged. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.